Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a multifocal intraocular lens (iol) was exchanged for a monofocal lens due to the pt reporting poor clarity of vision. The clinical reason for the exchange was poor neuroadaptation. Additional information was received from the surgeon's assistant who reported that the pt did not report a decrease of vision left eye worse than right eye despite his visual acuity measuring 20/20 in both eyes. A yag laser procedure was performed on both eyes due to posterior capsule opacification (pco). The pt reported to them that his vision improved in his right eye following the yag laser procedure, but the left eye did not improve. The assistant reported that they have not exchanged either of the intraocular lenses. She is unsure if the pt has sought care from a different surgeon. There are two medical device reports associated with this event. This report is for the right eye. The left eye has previously been reported under manufacturer report number 1119421-2013-00565.